Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00053 on 18-feb-2026. Additional information (19-feb-2026): in addition to the service activities mentioned in the initial report, the customer service engineer (cse) performed system verification with quality control (qc) and correlation. Siemens further evaluated the event and concluded that the sample quality which may have had bubbles, fibrin or clot contributed to the falsely depressed sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required. The component code, investigation findings and investigation conclusions codes have been updated in h6 section to reflect the additional information.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an initial analyzer. The repeat result recovered higher than the initial result and was correlate with result on alternate atellica ch 930 analyzer. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The customer performed advanced clean and installed a new sensor. Siemens remote service center (rsc) remotely assisted the customer and installed a new peristaltic pump tubing, primed fluids and recalibrated integrated multisensor technology (imt). A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse manually adjusted imt forward so the dilution probe wasn't hitting the side of the sample port, ran comparison study and quality control (qc) and all were acceptable. Siemens is evaluating the event.